Manufacturer narrative:
Findings: unit passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test,occlusion test, force sensor test and displacement test. Unit had minor scratched display window, scratched case, scratched keypad overlay and cracked keypad overlay at the center circle button.

Event description:
The customer reported via phone call indicating that the insulin pump had a problem. Customer's blood glucose at time of incident was unknown mg/dl.